Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was 52 mg/dl. The customer reported that the health care practitioner on their other phone and he suggested a glucagon shot and some real food. Customer was reconnected to insulin pump and had un-suspended it after suspending delivery. The customer was treating with carbs and glucose gel and glucagon shot. 1.8 active insulin and currently bolus of 8.000 for a blood glucose level of 263 mg/dl, 55 mg/dl, and 52 mg/dl taken just now. Customer reported that. The device will not be returned for analysis.